Event description:
Coil was stuck in catheter and wouldn't advance any further than halfway. No patient harm occurred another swiftpac coil was opened to complete the case. Vendor notified. Manufacturer response for vascular coil device, swift pac coil (per site reporter).